Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. Eu2299 - 720 (r812820801). It was reported that on (B)(6) 2023, an unknown sized navitor valve was implanted in a patient. It was reported that the patient had a complete heart block post implant. After complete atrioventricular block, advanced care life support was started and a dual chamber pacemaker was implanted. The patient was reported to be stable. There were no calcification extending beneath the aortic annular plane in the interventricular septum and the final implant depth of the device was 3mm.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have a past medical history of this type of arrhythmia, there were no calcification extending beneath the aortic annular plane in the interventricular septum, and the final implant depth of the valve was 3.19mm from the non-coronary cusp. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.